Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A complaint history review could not be completed since the lot number was not indicated.

Event description:
Hickman pulled apart during removal.